Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet system did not deliver insulin because the dexcom g7 cgm failed to connect to the ilet, resulting in ilet prompts to connect a cgm or enter a blood glucose value; the user toggled g6/g7 settings and restarted the ilet without success, then replaced the g7 sensor and subsequently confirmed successful cgm pairing and normal function. Symptoms included hyperglycemia with a highest reported glucose over 400 mg/dl and no acute complications. Outcomes included use of backup subcutaneous insulin therapy with 20 units of long-acting insulin, no ketone testing, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including sensor replacement and confirmation of restored cgm-ilet communication. Investigation of this case revealed a cgm pairing failure to the ilet, resolved after sensor replacement and device restart, indicating a connectivity issue between the g7 sensor and the ilet rather than a persistent ilet malfunction. It was concluded, based on established findings for similar reports, that the cause was user/system interaction related to cgm connectivity and sensor performance, resolved with standard troubleshooting and sensor replacement.